Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Evaluation code (B)(4) is no longer applicable to this event. Patient code (B)(6), (B)(6), and (B)(6) are no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not related to the device or therapy. No further complications were repo rted/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a urinary tract infection. Interventions include medications administered on (B)(6) 2017 and the event resulted in an urgent care visit. Laboratory testing was done where the results showed a positive urine culture. There was a report that the event was unlikely related to the device or therapy and not related to the implant procedure. Sign and symptoms included frequency and burning with urination. The event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.